Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zoll manufacturing corporation and evaluation is currently underway. The evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Therapy electrode pad placement fault flags were observed in the download and evaluated. It was determined that these fault flags were unassociated with the inappropriate shock and not a reportable device malfunction. Device manufacture date: monitor: sn (B)(4): 07/31/2015 reuse. Electrode belt: sn (B)(4): 09/17/2012 reuse. Additional inappropriate defibrillation narrative the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was lack of response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was svt rate above the treatment threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4).

Event description:
A u.s. Distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of two shocks. The first shock was an 8j pulse with zero ohm impedance which is indicative of the therapy electrodes not making contact with the patient's skin. The patient was in a skilled nursing facility (snf) at the time of the event. Supraventricular tachycardia (svt) rate above the treatment threshold contributed to the false detection. The response buttons were not pressed during the treatment event. The patient remained at the facility and continued to wear the lifevest.